Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an extra deflection on right ventricular (rv) lead electrogram (egm). Technical services (ts) was consulted and noted functional loss of capture (loc) seen on rv but not sensed as well as far field signal marked. Pacemaker mediated tachycardia (pmt) was delivered. The device remains in service. No adverse patient effects were reported.